Event description:
The customer reported cycle power error 00040 (defib failure - charging circuits). There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported cycle power error 00040 (defib failure - charging circuits). There was no reported pt adverse pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.